Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 24x3.50mm synergy drug-eluting stent was implanted to the target lesion. However, dissection at the distal portion of the stent was noted. Subsequently, a 3.5x12mm synergy drug-eluting stent was advanced to treat the dissection but came into contact with the implanted synergy stent and was unable to cross the stent. The physician then decided to close the procedure. No further patient complications were reported and the patient's status was good.